Manufacturer narrative:
The reason for this revision surgery was the patient's humorous had cracked. The length of in vivo service was 17 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 25 prior complaints reported against this part number; summary of investigations: 3 trauma, 2 dislocations, 1 pain, 2 infections, 11 stability, 3 function, 1 device cracked/broke, 2 revisions with unspecified reason. This is the first complaint against this lot number. The patient stated she did not fall, but it was reported the patient does have poor bone quality. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason for the bone crack. No other conditions relating to this event could be determined with confidence. Inventory containment is not required. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the humorous having cracked. The patient said she did not fall but she did have poor bone quality.